Event description:
To ER red heart alarms. C/o chest pain. Vs stable. Controller exchanged and device interrogated. Possible cause: battery not exchanged soon enough after " low battery alarm," controller went into "backup mode". Sent to thoratec for analysis.